Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a sharp burning pain at the implant site. The pain was intermittent and happened every couple seconds for a total of (B)(4) times. She experienced this pain when she was about to go to bed. She met with her healthcare professional (hcp) and they did not know what to do so they contacted a manufacturing representative (rep), and he was not sure as well. The patient had turned her stimulation down because there was too much pressure but then the patient started experiencing a return of bladder symptoms. It was not at least (B)(6) or more in symptom reduction, but stimulation was felt. There was no trauma or fall that could be related to this issue. The patient did not have access to other programs at this time. She was currently on program 1 at 1.6v and if she went any higher she felt too much pressure. The pain at the implant started on (B)(6) 2016 and return of symptoms started (B)(6) 2016. On (B)(6) 2016 the rep reported "electrical burning and electrical shocking" at the im plantable neurostimulator (ins) site. The patient had turned of stimulation which stopped the electrical burning and shocking but then her frequency came back. The patient followed up with the hcp who ran an impedance test and found everything to be in normal range. The patient turned stimulation back on and the pain and electrical bursts did not come back. It was advised to have the patient meet with the hcp if it should happen again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.